Manufacturer narrative:
On october 23, 2023, mentor received the device for evaluation. The right device was determined to be serial number (B)(6). Expiration date was added as 5/1/2009. Device manufacture date was added as 5/2/2005. On november 10, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 1.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both provided lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a 275/300cc mentor siltex contour profile moderate saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed by a medical professional. As a result, the patient underwent removal and replacement with a 275cc mentor smooth round moderate profile saline breast implant on (B)(6) 2023. The lot and serial numbers were provided for both implanted devices, but the corresponding sides were not disclosed to mentor. Device a was identified as serial number (B)(6) and device b was identified as serial number (B)(6). Both devices have the same catalog number. As such, the serial number and lot numbers for each device has been populated in the lot and serial number fields. Follow-ups are being conducted. If more information is received, a supplemental report will be submitted.